Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they had an implant put in, but it did not work for them. They had to have it explanted. Pt did not remember when the implant stopped working for them. Pt reported it was for their shoulders and neck. Pt also inquired about MRI eligibility. They did not show head only or full body. Agent reviewed their eligibility could not be determined and to reach out to their managing hcp. Patient confirmed that their pain stim left system has been explanted due to several problems encountered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.